Manufacturer narrative:
Additional information received from the user facility indicated that the patient had a tortuous anatomy which may have contributed to deployment of the stent.

Event description:
It was reported that during the procedure as the physician was attempting to release the stent, it "jumped from the delivery system" and prematurely deployed in the right internal carotid artery (ica). The stent did not completely cover the aneurysm neck. The physician successfully completed the procedure with other devices. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided, there is no indication the device was used against instructions for use. Additional information stated that anatomy was highly tortuous and this likely caused or contributed to the premature deployment of the stent. Based on this information, it is likely friction built up inside of the stent system during advancement due to the excessive tortuosity, leading to the physician having to advance with excessive force and inadvertently moving the stabilizer independently of the microdelivery catheter. Based on the investigation and the information provided, the most probable root cause is operational context.

Event description:
It was reported that during the procedure as the physician was attempting to release the stent it "jumped from the delivery system" and prematurely deployed in the right internal carotid artery (ica). The stent did not completely cover the aneurysm neck. The physician successfully completed the procedure with other devices. There was no reported clinical consequence to the patient.